Event description:
It was reported that the patient's blood glucose level reached 20 mmol/l (360 mg/dl) with 3 pods (lot number: unavailable). The pod was worn between 37 and 48 hours on the arm. It was noted that the adhesive was not secure and the cannula dislodged from the site. Hyperglycemia treated with a new pod. Device was discarded. The patient resides in the (B)(6) and was traveling to (B)(6) when the reported had event occurred. Please see below for the related complaints associated in this reportable submission: (B)(4).

Manufacturer narrative:
According to the complainant the device will not be returned for investigation as it was discarded by the patient. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.